Event description:
Info received indicates the bed has no functions working and is stuck in the low position.

Manufacturer narrative:
The tech found the bed had no ac power. He replaced the power control module to repair the bed.